Event description:
Tandem diabetes released new t:connect ios software that increased insulin pump power use. Tandem diabetes has not notified users of defective software. This report is to urge FDA to investigate communication practices of tandem diabetes and require much more transparency. Reference report: mw5152428.